Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 562 mg/dl with nausea, increased thirst and urination, and drowsiness/confusion and trace ketones associated with loss of prime warnings on the pump. The reporter indicated that the loss of prime warnings had occurred more than 3 times and had continued even after changing the cartridge with a cartridge from another box. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of multiple loss of prime warnings.